Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. All available information was investigated, the reported single leaflet device attachment (slda) in this incident appears to be related to the patient anatomy due to a severe anterior leaflet flail and a restricted posterior leaflet. Additionally, a definitive cause for the reported hypotension in this incident could not be determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that there was severe anterior leaflet flail and a restricted posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing mr to 2+. Thirty minutes post-procedure, the patient's blood pressure dropped. Fluoroscopy showed the clip moving abnormally. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr grade increased to 4+. An additional clip was implanted for stabilization of the slda clip, reducing mr to 2+. The patient was stable. A delay was noted due to the need for stabilization with an additional clip. No additional information was provided.